Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital experiencing a blood glucose reading of 559 mg/dl. Troubleshooting was performed. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.